Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device interaction with another device was encountered causing stent damage requiring surgery. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 2.50 x 20mm synergy xd drug-eluting stent was placed in the lesion. A non-bsc device was used for intravascular ultrasound, however, during removal it was stuck in the stent causing difficulty removal but was removed successfully. However, the stent was deformed and a coronary artery bypass graft surgery was performed. No patient complications reported and the patient was stable.